Event description:
The customer reported a loudspeaker error and "the monitor does not produce any signal". No patient harm was reported.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.